Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort at the site of the implantable pulse generator (ipg) and left shoulder, was light-headed, experienced dizziness and tiredness. It was noted that the patient suspected that their pacing lead dislodged. The ipg and a lead remain in use. No further patient complications have been reported as a result of this event.